Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while pushing the green firing button during a laparoscopic radical nephrectomy, the stapler would not fire over kidney, it was pulled out and tried to fire out of patient but still it locked up and would not fire. They opened another reload but it did not work. They got another stapler which worked fine and the case was completed. There was no patient injury.